Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Retained at (B)(6).

Event description:
It was reported that patient was revised on a hip due to loose components.